Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation is considered to be perivalvular leak (pvl) if a turbulent eccentric jet originates between the sewing ring and the annulus. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation post-operatively is due to procedural related issues and is unrelated to the device. Based on the information received the cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 23 mm aortic pericardial valve, implanted six days, was explanted due to perivalvular leakage. It was identified, through review of source documentation provided, the explanted valve was replaced with a 18 mm non-edwards mechanical valve. No additional information was provided.